Event description:
It was reported that the patient presented in the emergency room experiencing muscle stimulation. The pulse generator displayed an error message. The error message could not be cleared. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.